Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A review of the manufacturing records for lot a196569 did not reveal any non-conformity relevant to this reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
During a routine atherectomy procedure it was noticed that there was some bulging of the nosecone when the device was removed on the h1-ls device. The physician opened another device for patient and successfully treated the patient with no procedural complications. Patient was treated successfully post atherectomy with a standard pta balloon followed up with in.pact admiral drug coated balloon. No injury occurred to patient. Evaluation of the returned device was completed on february 23, 2016. The customer's report of the hawkone showing signs of bulging of the distal assembly has been confirmed. The observed bulging was minimal and difficult to detect; however a tear to the tecothane layer of the distal assembly was observed at the location of the bulge. Biological material was visible at the location of the observed hole. The root cause of the bulging and hole/tear observed to the tecothane of the distal assembly is unknown at this time. Contributing factors such as lesion morphology and procedural technique could not be analyzed for this investigation.